Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reverse shoulder replacement; dr. (B)(6), (B)(6) hospital (B)(6) 2018. The surgeon had assembled the proximal reaming guide to the proximal reaming guide holder (ref.#(B)(4) and reaming guide holder internal rod ref.#(B)(4)) and inserted the guide into the humeral medullary canal. As per the surgical technique, the surgeon used a mallet on the cap of the internal rod to seat the guide to the appropriate depth. During the process of hammering the cap, the cap broke off. The guide was at the appropriate depth and the surgeon was able to release the guide by unscrewing the rod using a pair of pliers. No delay or adverse outcome to the procedure or the patient. Female patient: (B)(6), aged (B)(6) years, dob: (B)(6).

Manufacturer narrative:
Product complaint # : (B)(4). Examination of the returned device confirmed the reported breakage. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.